Event description:
It was reported that the handpiece began overheating during testing of the equipment. This did not occur during any surgical/medical procedure, so there was no pt involvement. There also was no user injury reported.

Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, but based on the initial investigation details, the reported condition of the device overheating during usage could not be confirmed.